Event description:
It was reported that during a routine device change out procedure, the right atrial (ra) and right ventricular (rv) leads could not be removed from the pacemaker header. The device header was cut away from the rest of the device in order to remove the leads. Both leads were able to remain implanted. The pacemaker was successfully explanted and replaced, and the leads were connected to the new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. The pacemaker passed testing that verifies the performance of pacing and sensing. Silicone on silicone bonding can occur between the silicone on the lead connector ends and the silicone sleeves in the pacemaker lead barrel over lengthy implants.

Event description:
This report is being filed to provide product analysis results.